Event description:
It was reported that the efficacy of the patient¿s medication was only lasting about six weeks and then he would need to go in for a refill. It was noted, the patient had the largest pump and it was placed where the appendix was. The largest pump was reportedly uncomfortable for him and he wanted a smaller pump implanted. The patient thought since he had to go in for a refill every six weeks anyway, he thought he could have the smaller pump. The patient wanted to know if there were other patients out there that metabolize drug like he does and have a similar complaint about the feel of the larger pump. The patient wanted the smaller pump but his surgeon was telling him that he needed the larger pump. The patient thought he should be the one to choose what kind of pump he had. It was reported, the patient was getting ready to have his fourth pump implant and the patient was seeing a new surgeon for his next implant. That surgeon thought the larger pump would help the patient more. The patient¿s current health care provider (hcp) was telling the patient that he metabolized drug in a way that forces him to need a refill every six weeks. It was noted the patient¿s dosing was high. The device system was used to deliver dilaudid. It was further reported that the patient had a magnetic resonance imaging (MRI) scan approximately 4-5 years ago to check the catheters. However, the patient could not complete the scan as he was claustrophobic. The patient recently was to have his pump replaced and prior to the replacement the patient had an x-ray of the catheters. The physician thought the catheters were ¿ok.¿ (please note records indicated the patient only had one catheter implanted) however, when the patient was in surgery, the surgeon decided to perform a dye test to check if the catheters were broken. Reportedly, the test proved they catheters were broken as the patient saw pictures of the catheters that were broken into pieces. The patient did not know where the medication was going all of these years, "...apparently it was just seeping into my bloodstream slowly but surely." The patient assumed this was why the medication never worked longer than seven weeks and he had to take breakthrough medication to help. The patient was unsure as to how or when the catheters broke and noted these catheters were the ¿old rubber ones.¿ the physician informed the patient that the catheters do not last forever. The catheters were replaced at the time of the pump replacement. The patient elected for a smaller, more streamlined pump, 20 ml, for his replacement. The patient¿s recent explanted pump was a 40ml. He had ¿went with¿ a 40 ml pump in hopes of saving money; less frequent refills. The patient noted, ¿unfortunately, it did not work out that way probably because of the fact that the catheters broke.¿ this device system delivered clonidine and dilaudid.

Manufacturer narrative:
Product ID 8703w, lot# l37097, implanted: 1995 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).